Event description:
During an atrial fibrillation procedure, the patient developed a pericardial effusion which required a pericardiocentesis. 1500 cubic centimeter (cc¿s) were removed from the pericardial space. The patient was stabilized and observed overnight. On (B)(6) received additional information requested from bwi representative stating that the blood in pericardial space resulted in hypotension and therefore, needed pericardiocentesis. At least 150 to 200 cc¿s of blood was evacuated. Patient returned to baseline blood pressure and had no further complications. The outcome of this adverse event was a full recovery. The physician¿s opinion regarding the causality of this event is possible device and procedure related. The physician does not consider it was due to a malfunction of a bwi product but a difficulty anatomy and excess and aggressive repositioning of the cs catheter.

Manufacturer narrative:
The device has been disposed by the customer. As the lot # 15979798m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: carto 3 system; us catalog # fg540000; serial # (B)(4). Stockert 70 system; us catalog # s7001; serial # (B)(4). Cool flow pump; us catalog # cfp002; serial # (B)(4). Navi-star thermo-cool electrophysiology catheter; us catalog # ni75tcjh; lot # unknown. Webster cs catheter with auto ID technology; us catalog # d135303; lot# 15929526m. (B)(4).